Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
During troubleshooting with baxter's technical service representative(tsr), while using the home choice (hc) device during last fill, the home patient (hp) stated that the line was twisted on the last fill bag. The hp stated that she had reconnected the final bag in priming because it was twisted. The tsr explained to the hp about not reconnecting the supply bag. The tsr assisted the hp to end therapy and advised to let the registered nurse(rn) know about the reconnecting supply bag. There was no patient injury or medical intervention indicated at the time of the initial report.